Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) was admitted to the hospital for syncope. Boston scientific technical services (ts) reviewed device data. There was a non-sustained ventricular tachycardia event with a ventricular rate of 171 beats per minute (bpm) showing possible tachycardia below the rate cut off. Ts noted options for programming optimization. Further review was recommended. The ICD remains in service. No adverse patient effects were reported.